Event description:
Additional information was received; it was reported that patient's handset showed implant at 60% before representative (rep) interrogated the implant. When rep tried to connect to the neurostimulator, the tablet showed the implant battery was at 0% and rep wasn't able to complete the interrogation. Patient went home and he had to recharge the neurostimulator. Rep said patient recharge once every saturday, usually the battery is around 50%. During the call rep mentioned that patient takes a couple hours to recharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) called in stating they have been working with a manufacturer representative (rep) who could not speak with them until tonight. The ins battery in their back had been getting warm and last week it was making their stomach upset so they turned therapy off which helped their stomach but made their arm pain come back. The patient's rep was trying to get in touch with someone since they had no info. Patient told their doctor who said to call medtronic so the patient was calling medtronic. Agent redirected pt to work with their hcp and medtronic rep regarding this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient, experienced multiple issues including problems with recharging, communication during recharging, inaccurate readings of battery level, issues with program operation due to inaccurate battery readings, premature or abnormal depletion, and drastically different recharge levels. The patient maintained a consistent schedule for recharging, but the device sometimes displayed significantly different battery levels. The patient opened the programmer and the device showed 60%, but when connected with the clinician programmer, the battery was displayed as depleted and therapy was unavailable. Troubleshooting steps included the patient speaking to patient services and receiving a new communicator, programmer, and recharger; however, the issue did not resolve. No action was taken and no adverse outcomes were reported. The cause is unknown. The issue remains ongoing.